Event description:
Provider states that the right footrest is broken at a weld toward the top of the assembly where it connects to the chair.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Manufacturer narrative:
Product was returned for evaluation. The underlying cause documented on the irs or return fields in oracle is identified as: complaint confirmed for right footrest is broken at a weld toward the top of the assembly where it connects to the chair. Broken weld on right footrest on top plate that release mechanism sets on.

Event description:
Product was returned for evaluation. The underlying cause documented on the irs or return fields in oracle is identified as: complaint confirmed for right footrest is broken at a weld toward the top of the assembly where it connects to the chair. Broken weld on right footrest on top plate that release mechanism sets on. Provider states that the right footrest is broken at a weld toward the top of the assembly where it connects to the chair.